Event description:
A (B)(6) old female admitted to the micu on (B)(6) 2012 with hypercarbic respiratory failure. She was intubated and placed on a puritan bennett 840 ventilator. She was on 12 cm of pressure support with 15 spontaneous respirations per minute. Her o2 sat were 97%. On (B)(6) at 16:30, most of the staff of the ICU were in with a new admission who was coding. A nurse walked by the nurses station and heard a "funny sound." She said, it was similar to the sound that the pneumatic tube transport system makes when it is full. The nurse quickly glanced at the tube system and said that it was not that. She entered the pt's room which was across from the nurses station and saw the ventilator screen blank but the power indicator on. The pt's o2 saturation was drifting down to 95%. A respiratory therapist was nearby and entered the room. The nurse and respiratory therapist ambued the pt for a few minutes until another ventilator was brought into the room. The pt was attached to the new ventilator which was working. The nurse described the alarm as high pitched and continuous but was not heard by the other staff members in a pt room. The nursing staff did not feel this alarm would be heard if it sounded in a pt room at the opposite end of the unit.